Event description:
It was reported a patient's implantable cardioverter defibrillator presented with two electrograms for right ventricular oversensing. This was due to under-sensing of premature ventricular contractions. Programming changes were made to restore normal parameters and the patient medication was changed. There were no patient consequences.